Event description:
A healthcare professional indicated that in several cases the trocar valves were leaking during the procedures. The procedures were completed with no harm to the patient¿s.

Manufacturer narrative:
No sample was returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. An internal investigation has been opened to address complaint of this nature. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is not expected to be returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).